Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2024; brand name ascenda; product ID 8784 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (1 mg/ml at 0.048 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient thought the pump was flipping in the pocket and they were receiving less pain control. There were no known external factors. The healthcare provider opened pump pocket and found that the pump was no longer anchored and appeared to have been flipping to the point that the catheter was coiling and had snapped in two proximal to the pump. They spliced the catheter on the spinal side of the catheter, just past the catheter connector. After doing so, they were able to see flow from the remaining, implanted portion of the 8780. A new 8784 was connected and after connecting it to the pump again, they were able to clear the catheter from the catheter access port easily. The event was resolved.